Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the working element was found broken during preoperative inspection. The patient had already been anesthetized at that time. The surgery was successfully completed after replacing it with a new one. No negative impact in state of health reported.